Manufacturer narrative:
The returned device was evaluated. The hazard alarm resulted in the immediate deactivation of the device. Damage was observed on the reservoir cap, ratchet gear, and piezo. If the damage on the ratchet gear was present on the device during operation, pulse width increases would have occurred as the hook switch talons passed over the damage but none were noted. Despite additional stimulation, fluid was not able to be passed through the hard cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 309mg/dl while wearing the pod on his arm for between 4 and 24 hours. She also stated that the pod alarmed during operation. The patient's doctor changed his correction factor earlier that day. Treatment included removing the pod, giving manual injections, and activating a new pod. The device was returned for evaluation.